Event description:
It was identified post-operatively that cement particles were present in the knee. Re-operation is planned to remove the cement particles and exchange the poly inserts.

Manufacturer narrative:
It was identified post-operatively that cement particles were present in the knee. Re-operation is planned to remove the cement particles and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.